Manufacturer narrative:
Updated fields: g4, g7, h2, h3, h6, h10 121145 carb-bite mayo-hegar nh 8 was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a

Manufacturer narrative:
At this time, the name of the facility is unknown. However, attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
Medwatch report # mw5097804 was received on 17dec2020 with the following information: a patient underwent c-section on (B)(6) 2020, and at the end of the procedure while closing the skin, it was identified that a small portion of the inner lining of the needle holder was missing from the instrument. It is unknown if the patient was harmed as a result. Additional information is being sought.